Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on anterior side assessed as fold flaw opening and observed a cracked valve seat diaphragm valve. Additional observations: yellow particles observed inner the surface of the shell. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, e1, g2, h4.

Event description:
Patient reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device has been explanted and replaced.